Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator compressor was not working. The ventilator was not in use on a patient at the time of the reported event. A non medtronic/covidien service provider inspected the device and found that the connection from the compressor printed circuit board (pcb) was not connected properly. The connection was properly set and the issue was resolved. The ventilator was working satisfactorily.